Event description:
It was reported by service report that the patient right latching spindle bushing was cracked as well as the blue rain where the spindle attaches to it. No patient involvement or adverse consequences are reported.